Event description:
The reporter states that the customer obtained a "lo" (less than 10 mg/dl) and 206 mg/dl blood glucose comparison on the accu-chek voicemate system. The reporter states that the customer obtained an add'l comparison with blood glucose results 206 mg/dl and 41 mg/dl on the accu-chek voicemate system. On both occasions, test results were obtained within 10 mins. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.